Event description:
It was reported that the patient received a new controller on (B)(6) 2025. The old system controller was disposed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline not connected alarm after connecting to the power module was unable to be confirmed. The heartmate ii system controller (serial number (B)(6) was not returned for analysis and was disposed of by the hospital. Information provided by the hospital stated that (B)(6) was a backup controller, no log files were downloaded, and a new system controller was ordered. Additionally, it was stated that the system controller's backup battery was recently exchanged, less than four months before the event. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate ii instructions for use (rev. B) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including driveline disconnect alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Section e1: reporter email address: (B)(6).

Event description:
It was reported that during regular follow up in clinic, the ventricular assist device (vad) coordinator connected the backup system controller to the power module (pm), and the controller started to alarm indicating "driveline not connected". It was noted that the backup battery was exchanged in the controller less than 4 months ago. Unfortunately, no log files were downloaded. The vad coordinator disconnected the controller from the pm and started the shutdown sequence by pressing the battery button continuously. A new controller would be ordered for the patient, and the exchanged one would be replaced.